Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment; result: the reported event was confirmed via visual inspection. Manufacturing records were reviewed and no relevant issues were found. Conclusion: the probable root causes of this event are user error - awl not being used to prepare the pedicle; or normal wear and tear of instruments.

Event description:
It was reported that the sales rep representative reported that the tip of the tap broke inside the patient during the procedure. The sales rep further reported that the k wire was inserted. There was a kink in the k wire which happened during the insertion process. The tap was placed down the k wire and the surgeon began tapping. When he removed the tap there was debris inside the patients bone, which he assumed to be the tip of the tap. The debris appeared to be in one piece. The surgeon did not attempt to get the tip of the tap out of the patient because the procedure was undertaken using a minimally invasive technique and removal of the tip would have made the procedure more invasive. The surgeon reported that he was not unduly concerned about the unintended metal in the patient. The sales representative was in the case.

Event description:
It was reported that;the sales rep representative reported that the tip of the tap broke inside the patient during the procedure. The sales rep further reported that the k wire was inserted. There was a kink in the k wire which happened during the insertion process. The tap was placed down the k wire and the surgeon began tapping. When he removed the tap there was debris inside the patients bone, which he assumed to be the tip of the tap. The debris appeared to be in one piece. The surgeon did not attempt to get the tip of the tap out of the patient because the procedure was undertaken using a minimally invasive technique and removal of the tip would have made the procedure more invasive. The surgeon reported that he was not unduly concerned about the unintended metal in the patient. The sales representative was in the case